Manufacturer narrative:
(B)(4). Date sent 4/21/2025. D4 batch #103d48. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40b device was received with no apparent damage and with a reload loaded. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 103d48, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 4/7/2025. D4 batch#: unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: did the device deliver any staples? Randomly. If yes, were the staples formed properly? No. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Mix of appearances. Were there staples missing from the staple line? Yes. Does a replacement for the device need to be processed? Yes. Per the scrub tech in the room: the patient was under anesthesia for an extra 2 hours since dr. Needed to redo the anastomosis' in both the abdomen and rectum. One whole row didn't fire. It was the first fire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the product misfired. There was no patient consequence reported.